Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. Updated fields: b5, d9, h2, h3, h6, h11. The customer contacted olympus technical assistance support (tac) via phone. The customer informed tac of the event. Technical assistance support advised to swap the scope, after connecting a different scope, a normal image appeared in the mask. The device will not be returned to olympus for evaluation. The device was not returned to olympus for inspection; however technical assistance support was confirmed the reported failure. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the black image could not be identified since the problem was not returned. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the video system center presented a black image. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The customer contacted olympus technical assistance support. Olympus technical assistance support instructed the customer to reconnect the olympus keyboard to the cv-190 keyboard port, which restored keyboard functionality. Then the customer was told to powered down the system, wiped the electrical contacts on the scope, and powered up the cv-190 again. The image remained black in the mask. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.